Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer was assisted by the school nurse who move the tubing around and resumed insulin delivery. The customer's blood glucose (bg) level was in the 200s mg/dl and a bolus of insulin was used to address the bg level. As the contact was not with the customer at the time the tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be performed.